Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. The customer's weight was not provided.

Event description:
The customer reported that while she was at her regular doctor visit, she performed a blood test with her contour meter and obtained a reading of 255 mg/dl. Upon repeat testing with the physician's meter within 10 minutes, a reading of 123 mg/dl was obtained. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The initial report indicated the lot # of the affected contour test strips as 7lj3aq2c. The correct lot # is 7lj3a02c. Section lot# has been updated with this information. The customer only returned the suspected contour meter. The suspected contour test strips were not returned for evaluation. An in-house testing was performed using the returned meter with in-house contour test strips from lot # 7lj3a02c, which gave satisfactory performance.